Manufacturer narrative:
As the reported device was not returned, angiodynamics was unable to perform a device evaluation. The end user did provide a photo of the defect. The customers reported complaint of the sheath breaking inside the patient is confirmed based on the photographic evidence provided by the customer. A review of the incoming lot history records, obtained via shr, was performed for the packaging lots for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly, and performance specifications. A possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." The complaint description notes that a part of the fiber may have been compromised. Its possible that the fiber may have struck a hard surface while in the procedure room. If this did occur and go unnoticed, the fiber would have been used for treatment with a potential defect. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". During the manufacturing process, the device goes through several aql inspections. Each unit is also repeatedly bent and coiled during the processing and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging and shipment. During the hene laser test the fiber tip is examined closely for damage. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4). Device not available for return.

Event description:
As reported february 01, 2017: dr. Had the 400um fiber locked on to the 10cm access sheath. He is certain that the fiber tip was positioned distal to the tip of the sheath. Case went well and vessel appeared to be closed. When the patient came back for the post-op u/s visit dr. Noticed about 1/3 of the sheath stuck inside the vessel. He made a small incision and removed the plastic sheath. The sheath did not appear to have burnt or melted. It looked as though it was severed. It was reported the patient suffered no permanent harm or injury due to the event. It was reported the disposable device is not available for return to the manufacturer as it was disposed of by the user.